Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: sterile part: part: 419.981s, lot: 5l56320, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 30.jul.2019, expiry date: 01.jul.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Non-sterile part: part: 419.981s, lot: 4l06444, manufacturing site: (B)(4), release to warehouse date: 15.apr.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was operated with an osteosynthesis on the inferior limbs in (B)(6) 2020. Since (B)(6) 2020, the patient had an allergy. No further information provided. This report is for one (1) washer ø3.5/2.7 tan. This is report 3 of 3 for complaint (B)(4). This complaint involves total 13 devices. Additional 10 devices are reported under the related complaint (B)(4).